Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted liner, shell and head, all covered in bio-debris. The liner shows a significant wear spot, where a hole has been worn through to the outer spherical surface. The head shows black foreign debris within the taper. Pictures were not provided of the stem. The lot number could not be confirmed for the head as it has partially worn off. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined for the liner, head, and stem. This complaint cannot be confirmed. Medical records were not provided to confirm the allegations of osteolysis and metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown head unknown. Unknown shell unknown. Unknown liner unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty over fifteen (15) years ago. Subsequently, the patient was revised due to instability, osteolysis, and metallosis. The patient¿s acetabulum was degenerated.